Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012752290 was returned and analyzed. Visual inspection identified a kink at the side port tube. No additional anomalies were detected. The steering mechanism and deflection tests were performed. No anomalies were discovered. The functional testing was performed. No anomalies were discovered. A test catheter was inserted into the sheath and retracted several times, without any friction. In conclusion, the sheath failed the returned product inspection due to a side port tube kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the sheath had difficulty inserting into the catheter. The sheath was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.